Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The fixation helix was found bent. The deformation probably occurred during the surgery due to mechanical stress. Furthermore, cuts into the insulation were found at 21 cm distal to the is-1 connector pin, which probably occurred during the explantation procedure. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
During implant, the screw was completely out and the threshold & r-wave were 0,6v & 11,6mv. After 1 week, threshold was more than 4v & rv sensing was reduced to 5,0mv. During repositioning attempt, lead screw was found to be partially retracted. The lead was explanted and replaced.